Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that patient wanted to talk to the representative that was present at her surgery. The patient stated she¿s already had a blood patch on (B)(6) 2017, still has a headache, and has a knot at the incision site. The patient just wanted to talk to someone. The patient asked about airplanes. The patient noted she was not going on a long flight. The patient noted reading something about altitude, but that was probably talking about going skiing or something. The patient stated she would follow-up with her healthcare provider (hcp). The event date was (B)(6) 2017. The patient stated all symptoms were since implant. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.